Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the electronic promus everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that an unknown promus stent was implanted in the left anterior descending artery on (B)(6) 2011. On (B)(6) 2012, the patient presented with restenosis of the promus stent. The restenosis was treated with dilatation and a cutting balloon. A non-abbott stent was placed and the patient was reported to be fine. No additional information was provided.